Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump will not turn on. She has tried different batteries but is not turning on. Troubleshooting was performed. The customer's blood glucose was reported as high. The insulin pump will return. Nothing further reported.